Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was creased traces in the rear response button cable. The root cause for the creased trace could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor response buttons weren't working.